Manufacturer narrative:
Preliminary analysis: the received controller passed external visual inspection and functional testing. Investigation is ongoing. Medical device: (B)(4) - controller. Device available for evaluation? Yes, 14/07/2017. Device evaluated by manufacturer? Yes. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Controller con101182 was returned for evaluation; hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the hvad pump (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of controller con101182 in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing and visual inspection. The reported event was confirmed via review of the controller log files which revealed a sharp decrease in power on (B)(6) 2017. 1 low flow alarm was logged on (B)(6) 2017 at 06:11:44. 1 vad disconnect alarm was logged on (B)(6) 2017 at 16:33:32, indicating a driveline disconnection from the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the "decreased power and low flow" event can be attributed to multiple fa ctors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
**Other device involved in this event: (B)(4) - controller / catalog number 1403us / expiration date 30/sep/2016. (B)(4). Device returned 14/07/2017. Device evaluation anticipated, but not yet begun. Manufactured: 04-09-2015. Not labeled for single use. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient presented to hospital with an acute drop in his vad power consumption and estimated flow parameters. The patient is reported to have been asymptomatic at the time of his admission. The patient's physician requested that the vad coordinator perform a controller exchange to ensure that this was not the cause of the readings. The patient is reported to have undergone a transthoracic echocardiogram and was pending a transesophageal echocardiogram; but those results were not provided. (B)(4) was exchanged for the patient's backup controller ((B)(4)) and this resulted in the immediate resumption of the patient's previous baseline readings. No further alarms were reported and the patient remained asymptomatic throughout the event. The site reported that the event was related to the patient's controller. No further information has been provided.